Manufacturer narrative:
E1: patient city:(B)(6). Patient country : (B)(6).

Event description:
Reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient encountered infusion set needle was fractured upon insertion. The insertion site was at abdomen. The length of time infusion set was few minutes inserted in the body was halfway because it bends or breaks upon insertion. The patient did not receive any medical treatment as a result of cannula fracturing while in the body. No further information available.